Event description:
It was reported that the user experienced hyperglycemia while using ilet with a freestyle libre 3 plus sensor after the dosing connection stopped because the sensor was in use by another device, and the user did not realize the cgm was not connected; the user then placed a new libre 3 plus sensor and initiated setup in the ilet mobile app with a sensor warmup. Symptoms included no reported clinical symptoms. Outcomes included no alerts or alarms, no hospitalization, and continued use after re-setup. Investigation included user troubleshooting and education regarding proper cgm pairing and confirmation that the prior sensor session had been associated with a different device, which interrupted automated dosing. Investigation of this case revealed a use-related connectivity issue consistent with the cgm being paired to another device, resulting in suspended automated dosing until reconnection and sensor replacement were completed. It was concluded, based on previously established findings for similar reports, that user setup error related to cgm device association was the probable cause.